Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported 'suture was melted'; was the suture found broken 2 days post-op? Probably the anastomosis was broken. How is the cat's present condition? The cat is now safe.

Event description:
It was reported that a cat underwent a barrenness procedure on an unknown date and suture was used. It was reported that the suture was melted two days after the procedure and the point of anastomosis was broken. Additional information was requested.